Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the patient's current condition? Perfect and no consequences. In which tissues is the needle located? A ligament where it is buried. Is a procedure to remove the needle considered? Not useful and too much useless possible collateral damage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Where was the needle grasped? Please describe any medical/surgical intervention required for this suture event including dates and results. Information was provided that the needle remained retained in the patient and was buried in a ligament. What area of the body is this ligament located? Please describe. Are there any plans to remove the needle in a second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information note: related events reported via 2210968-2023-01196.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture thread pulled off the needle. Another like device was used. There were no adverse patient consequences due to this device. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one open box with eight unopened samples that pertain to the product code f2543. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.